Event description:
Customer reported with an issue of "no instruments going down the channel, failed leak test (around the head where the scope port goes)". The issue found during reprocessing. There was no patient harm, no user injury reported due to the event. Device inspection found forceps cover glue peeling, probe unit pink rubber with minor gap not affecting function.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: inspection and evaluation, it was partially duplicate users request (customer complaint) as forceps passage found normal, no damage or restriction observed, no issue found on biopsy channel, however, leak found in the a-rubber glue (insertion section, distal end). Furthermore, the following findings during device evaluation were noted: found forceps cover glue peeling, probe unit pink rubber with minor gap not affecting function noted. Image chic found one (1) broken element. A-rubber glue chipped. Elevator channel water/flow , inlet found loose. Scope cover name plate found loose. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
This report is being submitted for the malfunction found during evaluation of the device: "adhesive on the distal end is peeled".

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely that ¿adhesive on the distal end is peeled¿ occurred due to the similar reason as other damages. However, it could not determined if the peeling was caused by stress, handling, or other issues. The following is included in the instructions for use (IFU): "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.